Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Found mobile view station (mvs) uninterruptible power supply (ups) weak. Replaced ups. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Hardware investigation of the ups confirmed reported problem. Ups was allowed to charge from 11am to 10am. 5 minute load test failed. After charging overnight, ups is exhausted after 1:38 minutes of load test.. Investigation of returned suspect device finds that there was an electrical failure; battery would not hold a charge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that concerns she had about their imaging system. They just build several new rooms that require long trips from where the imaging system is plugged in to the operating room (or). She is concerned about the battery life. They also received a "device driver for (B)(4) grabber adapter preventing from entering standby." Error message this morning. There was no patient present when this issue was identified.